Event description:
The event is reported as: complaint description: staples were not formed correctly during use in the procedure. The event caused no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided.